Manufacturer narrative:
There was no patient involvement. H11: livanova deutschland manufactures the s5 roller pump 150 the hospital biomed opened the motor control and power amplier pcb; check the connections and re fix it. However this di not solve the problem. The biomed try to flash the software ad again no resolution. The biomed concluded that motor control pcb and power amplifier pcb need to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, the s5 single roller pump 150 displayed motor control failed error (e432). There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
According to the investigation performed for similar cases, the reported error message can be related to a defective motor control board and in details, to its integrated component ic12. A device service history review has been performed and identified that the unit was manufactured in early 2024 and no other similar event has been reported, neither concerning trend has been identified. Based on all the gathered information, the most likely root cause has been assigned to an early failure of the resolver controller (component ic12 on the motor control board). The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.